Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ secondary set c61 leaked during use. Complaint does state that there was ¿exposed chemotherapy¿, but there was no report of exposure to bare skin or mucous membranes and no report of serious injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: failure description: leakage prs: 393923, 393925, 393926, 393927, 393929, 393930, 393931 product: 515302 lot 1005467 failure description: customer is describing leakage on spike and tubing of the c61 product. Picture was not provided with the complaint. Technical sheet of the c61 product was sent to the costumer to point to the leakage location. DHR: DHR was reviewed. Ncr 344/2017 was raised to address relabeling activity. No production ncrs were raised during production that could explain the issues costumer was describing. Investigation: one sample of lot 1005467 (28-apr-2018) was received for investigation. Sample was visually inspected and sample was confirming. Functional testing was conducted on the sample as well (underwater leak test). Sample failed the test, leakage was observed on the location - tube-spike. In collaboration with flks potential root causes are being investigated. An additional 30 samples were received. Visual inspection confirmed no defects. Functional leakage on air tester - all failed - this is the samples have come from the costumer they have spent lot of time coiled and they won't retain this coiled position, this states affects leakage tester that detects movement of air molecules inside the testing sample. Under water test in this case is more reliable since it does not need the sample to remain still during test. Underwater leak test showed all samples have passed. Investigation conclusions: ncf 344/2017 raised to address relabeling activity lot 1005467 was only sterilized once of all samples received only one was defective -air leak test showed all samples as defective -underwater leak test showed only one defective sample and all others as conformal -this inconsistency in test is due to coiled form of the sample received. CT scan of the leaking and no-leaking sample is showing molding issue with the spike component of c61 on the part where the tubing is inserted in spike. Additional testing on 2 other affected lots reveals no leakage. Investigation conclusion: root cause of leakage on c61 is molding issue with spike component (5328) lower part of spike where tubing is connected is not centric, this defect will make wall of component thinner on one side and thus cause leakage.